Manufacturer narrative:
Reported event: an event regarding a assembly issue involving centrax head was reported. The event was confirmed. -device evaluation and results: returned device has been assembled with femoral head. Polyethylene component would has been deformed as a result and in its current condition would not be an accurate reflection of its original manufactured condition. -clinician review: no medical records were received for review with a clinical consultant. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that, during a bha, a head did not slide smoothly on the sliding surface of the reported centrax. Return device has been assembled with femoral head. Polyethylene component would has been deformed as a result and in its current condition would not be an accurate reflection of its original manufactured condition. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
It was reported that, during a bha, a head did not slide smoothly on the sliding surface of the reported centrax. Spare head and centrax were used instead.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a bha, a head did not slide smoothly on the sliding surface of the reported centrax. Spare head and centrax were used instead.